Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2300 ml and the drain volume was 3797 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. There were no problems found during an internal inspection of the device that would contribute to the iipv. The device was received inoperative, and it was not possible to determine if the device met specifications relative to the iipv found in the logs. Probable cause for the iipv's: insufficient drain, use error: tidal total ultrafiltration (uf) removal set too low. Baxter contacted the nurse to notify of this incident of iipv that was found during the device log review.